Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of death was reported as 'acute chronic respiratory failure'. It was reported that the death was not associate with an mi or stent thrombosis.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Investigator has assessed that the previously reported mi and revascularization were not related to the study device. On an unknown date the patient expired. The cause of death is unknown.

Event description:
The investigator assessed that the previously reported death was not related to the study device or procedure.

Event description:
During the index procedure, the pt underwent pre-treatment balloon angioplasty and delivery of an endeavor sprint rapid exchange (rx) drug-eluting stent in the mid lad. There were no clinical sequelae. The angiographic core lab reported a 19% final residual in-lesion stenosis with no dissection and timi 3 flow. The post-procedure course was uncomplicated and that pt was discharged 2 days later on asa and clopidogrel. Approximately 5 months post index procedure, the pt was rehospitalized for angina and was diagnosed with a non-q wave mi and subsequently was transferred for further cardiac intervention. The cardiac catheterization report noted that the pt had an abnormal stress test and was diagnosed with non stemi. Event was identified by the clinical events committee and deemed to be consistent with an mi. Repeat angiography 3 days later revealed a 34% in-stent restenosis reported by the angiographic core lab with the notation that the study stent was patent and a non-target vessel revascularization was performed (pci to 1st om). According to the cardiac catheterization report, the pt was found to have a three-vessel disease. The report further noted that the stent of the lad was patent; the occluded pda was filling through the left collateral, and the cx had a 74% lesion which required a stent placement. The pt underwent repeat revascularization with balloon angioplasty and delivery of the endeavor sprint drug-eluting stent in the distal and proximal portion of the left cx/2nd om with post-dilatation.

Manufacturer narrative:
(B)(4). Evaluation, results: myocardial infarction, revascularization.